Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The most probable root cause may be a user error due to lack of pre-op check. There was no correction conducted on the device. There was potential patient harm due to desaturation. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Dear sven, the customer complained that on the 8th of july at before noon the ventilator did not ventilate the patient. The screen was without any alarm on but nothing was coming from the inspiratory port. They found that there is a problem because the baby saturation dropped and the monitor alarmed. What we also dont understand in the log file us the missing information between the 7th and the 8th. The unit was tested and put on a test run without a problem. The user remarked that in the past they had a situation with this unit while using niv that they didnt get any flow from the ventilator. Please advise. B.r. Ilan ofman bepex ltd.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The most probable root cause may be a user error due to lack of pre-op check. There was no correction conducted on the device. There was potential patient harm due to desaturation.

Event description:
The customer complained that on the (B)(6) at before noon the ventilator did not ventilate the patient. The screen was without any alarm on but nothing was coming from the inspiratory port. They found that there is a problem because the baby saturation dropped and the monitor alarmed. What we also don't understand in the log file us the missing information between the (B)(6). The unit was tested and put on a test run without a problem. The user remarked that in the past they had a situation with this unit while using niv that they didn't get any flow from the ventilator.